Event description:
At about 2 months after the primary, the patient came in reporting pain due to a loose cup and the cause of the loose cup is unknown. The surgeon revised the medacta cup and liner with a competitor cup and liner and revised the medacta head with a medacta head. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 10 november 2022. Lot 2102377: (B)(4) items manufactured and released on 17-may-2021. Expiration date: 2026-05-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.